Manufacturer narrative:
Concomitant medical products: evproplus-34us valve, implanted on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital with syncope. It was noted that the right ventricular (rv) lead exhibited high thresholds, high undefined impedance and oversensing. Loss of capture was suspected. The rv lead was initially going to be revised. However ,the physician noted that the rv lead came out of the implantable pulse generator (ipg) without using a wrench, raising suspicion that the set screw may not have been tightened. The rv lead was capped and replaced. The ipg was upgraded to biventricular pacemaker for medical reasons.  No further patient complications have been reported as a result of this event.